Event description:
A home patient contacted baxter's technicial service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 4/4 of their automated peritoneal dialysis therapy. Per initial report, the home patient noted that the patient line of the homechoice set began to leak after "the cat got to it". Baxter's technicial service center assisted the home patient in ending therapy early. Per rn, no patient injury or medical intervention was associated with this incident.